Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site wherein only the ipg was removed. The physician believes the infection was procedure related. The patient's symptoms include abscess formation and the ipg was sticking out of the skin. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.